Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Medical device manufacture date: unknown. Investigation summary: bd did not receive samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Based on the information provided, the reported elevated sodium results occurred when sodium heparin tubes were collected and processed instead of lithium heparin tubes. The sodium heparin tube includes diagonal hash marks printed on the tube label to visually differentiate it from lithium heparin tubes. However, the customer applied their patient identification label over the bd tube label at the time of collection, which obscured these visual identifiers and prevented differentiation of the tube additive. Bd recommends that customer applied labels be placed in a manner that does not obscure or block bd provided tube labeling and visual identifiers, as these are critical for correct tube identification and appropriate use. This complaint is unable to be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes, erroneous sodium results were observed on one patient after using the wrong green top tube. Sodium heparin tubes were collected and processed instead of lithium heparin tubes. The customer applied their patient identification label over the bd tube label at the time of collection. Patient was not treated for elevated sodium levels. There was no health impact or consequences reported.